Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy colon interposition, when the surgeon started to fire the device at jejunojejunostomy, the firing stopped halfway, the surgeon got his finger off of the center control button, however, the clamp bar returned on its own. They noted the stapling stopped at 1cm. They also noted that the device was shaking while firing and the motor sound was noisy. The surgeon then started resecting the tissue again, however the same event occurred. The surgical time was extended less than 30 minutes. They then replaced another handle and the procedure was completed. There was no patient injury.